Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) on the right ventricular (rv) and left ventricular (lv) channel. As a result, there was pacing inhibition for more than three seconds. Other than asystole and dizziness, no additional adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) on the right ventricular (rv) and left ventricular (lv) channel. As a result, there was pacing inhibition for more than three seconds. Other than asystole and dizziness, no additional adverse patient effects were reported. This crt-p remains in service.